Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths consigned 115v domestic hotline complaint of will not power on was confirmed when during testing. Physical condition on device revealed wear and tear damage to the drain fitting, enclosure, water tank cover, front cover, plate clip, pole clam and line cord. This device would not power on because of a faulty pcb board. Repair summary:pm performed. Replaced pcb due to unable to power on. Replaced drain fitting, enclosure, water tank cover, front cover, plate clip, line cord, pole clamp, reflux plug, and switch label due to visual damage.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 will not power on. No patient adverse events reported.